Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were hard to press. Customer also stated that insulin pump receive no delivery alarm when trying to give bolus. Customer stated that the no delivery alarm was resolved by changing complete set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).